Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left/right handle, front cover, rear case, module key lock label, and left/right iui. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/11/2014 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
It was reported that the device had a cracked handle. No patient involvement was noted.